Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed. Product evaluation stated, "the slots cut into the body did not show signs of good weld penetration. This would not be visible to a completed part without destructive testing. In order to enable better weld penetration a chamfer was added to the body." DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
The sales rep stated that the ssi g7 curved inserter may have been cracked or bent along the welded pin after it was used in an initial procedure.